Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 118 mg/dl. The customer stated that they had no delivery alarm during the manual prime. The customer changed the reservoir and set and filled tubing and got no delivery. Customer states insulin did not exit the tubing. Customer stated that the pump did not alarm no delivery with manual prime. The customer was advised that changing the reservoir resolved the issue. The customer was advised to return the reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated five open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a 7xx insulin pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. In conclusion reservoirs were not occluded.